Manufacturer narrative:
E. Address exceeds character limit: (B)(6). A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4061306. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device has 'broken fittings'. The following information was provided by the initial reporter, translated from chinese to english: broken fittings caused the patient's chemo pump fluids to not be fed in, back blood and medication flowed onto the bed contaminating the canine piece of bed unit, and the nurse sprayed water in her eyes with medication while checking the flushing tubes.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4061306. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.